Event description:
A customer observed multiple positively biased phnt results on a single pt sample on the vitros 5,1 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
The investigation has concluded that operator error is the most likely cause of the biased results. Phyt precision and phyt dilution testing indicate that the vitros 5,1 is operating as intended. Sample evaporation, as a result of the customer not following ocd's recommendations to close the sample supply cover during routine operation, combined with the sample remaining on the system for an extended period of time caused false positive phyt results to occur.